Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient stated that they wanted to find a doctor to remove their device, because the patient wanted to have surgery and the stimulator was in the way. Patient stated it really has not been working correctly anyway. Patient stated the stimulator worked and it stopped and worked and stopped. The patient stated they went back to get an adjustment to the stimulator and they forgot to turn off the stimulation before adjusting it and it blew up in their body. Patient stated they stayed in the hospital for two weeks. No further complications were reported at this time.